Event description:
Ptca -percutaneous transluminal coronary angioplasty guide wire with hydrophilic coating was being used on a patient during a heart catheterization when the tip broke off and remained in the patient.

Event description:
Ptca [percutaneous transluminal coronary angioplasty] guide wire with hydrophilic coating was being used on a pt during a heart catheterization when the tip broke off and remained in the pt.